Event description:
While investigating other device problems, customer allegded problem with microbubbles and or leaks with 108 other patient usages. Early info received may suggest user error, use not in accordance with labeling as a result of supply sortage, or possibly other factors.device labeled for single use. Patient medical status prior to event: invalid data. There was multiple patient involvement. Number of patients involved: .invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: invalid data. Conclusion: user error caused event, user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.